Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "image is blurry" was confirmed. According to henke: scope evaluated as a level 3. Kinked/bent needle, distal tip/fiber damage, keel starting to sink, broken lenses in system, scratches on needle, residue on external optics. Probably root cause for this failure is: the complaint for ¿image is blurry¿ has been confirmed and is due to customer use and handling. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.